Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a low out-of-range shock lead impedance measurement which was detected via the patient's remote monitoring system. Boston scientific technical services (ts) reviewed the information and noted that the measurement was 0 ohms suggestive of electromagnetic interference (emi) exposure. Further, trend review showed stable impedance measurements ranging between 30 and 39 ohms. No noise was noted. Additional information indicated that the low out of range shock impedance was a one time 0 ohms and has not reoccurred. The clinic has made attempts to bring the patient in for a check but was unable to contact the patient. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.